Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and cystocele. It was reported that the patient had the concurrent procedures of insertion of in-fast ultra kit w/pp suture and fascia lata (medium)/musculoskeletal transplant foundation performed during mesh implantation. It was reported that following insertion the patient experienced erosion, urinary problems, recurrence and dyspareunia. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent cystoscopy, urethral dilation, and transvaginal excision of exposed urethral sling mesh on (B)(6) 2010.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.